Manufacturer narrative:
The medical records indicate the patient experienced infection and fistula formation. Fistula is listed as a known possible adverse reaction in the instructions-for-use. In regards to infection, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis. With the information provided there is no way to determine the extent to which the bard composix kugel hernia mesh may have caused or contributed to the problems experienced due to the patient's multiple complications including wound dehiscence, infection, colon resection, colostomy creation and adhesive disease and the patient's non-compliance with self care. A manufacturing review was performed and found no evidence of a manufacturing related cause for the reported event. The subject product is part of the composix kugel recall. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: (B)(6) 2006 - patient underwent repair of recurrent ventral hernia with implant of a bard/davol composix kugel hernia mesh. On (B)(6) 2007 - the patient had md office visit. It was noted that patient "is not paying attention to portion control, not drinking water, or exercising. He has not seen his pcp in over a year." On (B)(6) 2008 - the patient was seen in the md office with complaints of a "tender, red, newly draining boil on right lower abdomen." Patient underwent an I&d procedure in the office as noted "a very small sinus was incised into a 1.5cm cavity. Fistula could not be identified or suture material and there was no sinus that probed superiorly towards old ventral hernia repair." On (B)(6) 2015 - patient was diagnosed with abdominal abscess with infected intraperitoneal mesh (composix kugel) and underwent incision and drainage of abdominal abscess, debridement of infected mesh with partial removal and placement of a wound vac. Per the discharge summary, during the changing of the patient's wound vac on postop day 5, it was noted that he had "increased drainage with the wound and was diagnosed with an enterocutaneous fistula." On (B)(6) 2015 - patient had multiple md office visits with wound care and measurements indicating the patient wound was healing. On (B)(6) 2015 - patient was diagnosed with two enterocutaneous fistulae secondary to "erosion of the synthetic mesh." On (B)(6) 2015 - patient underwent a multi-part procedure which included lysis of adhesions, primary anastomosis bloc removal of the bard composix kugel hernia mesh and a primary fascial closure.

Manufacturer narrative:
Addendum to the initial report. This supplemental is being sent to show a correction to the outcomes attributed to adv ev. In addition to the already reported outcome of required intervention to prevent permanent impairment/damage (devices), the outcome of life-threatening has been added. Corrected data: outcomes attributed to adverse event. Updated fields: MFR and if follow-up, what type? The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. Without a lot number a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. The medical records indicate the patient experienced infection and fistula formation. Fistula is listed as a known possible adverse reaction in the instructions-for-use. In regards to infection, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis. With the information provided there is no way to determine the extent to which the bard composix kugel hernia mesh may have caused or contributed to the problems experienced due to the patient's multiple complications including wound dehiscencem, infection, colon resection, colostomy creation and adhesive disease and the patient's non-compliance with self care. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: (B)(6) 2006 - patient underwent repair of recurrent ventral hernia with implant of a bard/davol composix kugel hernia mesh. (B)(6) 2007 - the patient had md office visit. It was noted that patient "is not paying attention to portion control, not drinking water, or exercising. He has not seen his pcp in over a year." (B)(6) 2008 - the patient was seen in the md office with complaints of a "tender, red, newly draining boil on right lower abdomen." Patient underwent an I&d procedure in the office as noted "a very small sinus was incised into a 1.5cm cavity. Fistula could not be identified or suture material and there was no sinus that probed superiorly towards old ventral hernia repair." (B)(6) 2015 - patient was diagnosed with abdominal abscess with infected intraperitoneal mesh (composix kugel) and underwent incision and drainage of abdominal abscess, debridement of infected mesh with partial removal and placement of a wound vac. Per the discharge summary, during the changing of the patient's wound vac on postop day 5, it was noted that he had "increased drainage with the wound and was diagnosed with an enterocutaneous fistula." (B)(6) 2015 - patient had multiple md office visits with wound care and measurements indicating the patient wound was healing (B)(6) 2015 - patient was diagnosed with two enterocutaneous fistulae secondary to "erosion of the synthetic mesh." (B)(6) 2015 - patient underwent a multi-part procedure which included lysis of adhesions, primary anastomosis bloc removal of the bard composix kugel hernia mesh and a primary fascial closure.